Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted but after suture deployment, bleeding continued. Leaving the suture in the vessel, a hemostatic bandage was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device #2 proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed as indicated by the three posterior cuff tabs remaining bent and undisturbed. Examination of the posterior needle tip did not reveal any noticeable damage. This indicates that the needle did not enter the posterior foot or engage with the posterior cuff, which confirms the reported needle-to-cuff miss. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.